Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot #: 41200182x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during colorectal surgery, the first device had evidence of energy delivery and no end tones were heard and alarm activation. The second ligasure was used successfully however sealing was inadequate or partial, with evidence of energy delivery and end tones heard. Another ligasure device was used successfully with the same generator. There was no patient injury.